Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer used a tandem charging cable and a wall outlet for attempts to charge the battery. Despite trying different wall outlets and adapters, issues persisted. No further information was provided.